Event description:
According to the complainant the nurse claimed that one of the pumps was primed for forty eight (48) hours, but was finished after 28 hours reportedly one (1) pump was leaking from the filling port. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Sample 1 fast flow investigation. Root cause analysis: sample/s evaluation: the flow rate report of affected batch 22n12gea81 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -2.21 % and 5.87 %. Received 1 used easypump ii lt 100-50-s-cis. As received condition, the clamp clip of received sample was clamped, and cannula hub was connected to the patient connector. The received sample was weighed and recorded at 60.42 g. The average weight of an unfilled easypump for this article is 60g and the retained volume should be [?]3g. This deduces that the received sample has emptied. Visual inspection had done on received samples. Crack and white precipitate were observed at filling port of received sample. White precipitate was observed along the length of the microbore tube. White precipitate was observed in the filter. The sample was then sent for decontamination process. During decontamination process, the sample was observed blocked. Since the sample was blocked, further investigation for flow rate was not possible. The blockage of sample potentially due to white crystallization observed at microbore tube. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/ precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. However, there are some possibilities that to cause the fast flow rate to occur during application, such that one or combination factors are listed as below: summary of root cause analysis: since the sample was blocked, further investigation for flow rate was not possible. Therefore, this complaint is considered as not confirmed. Sample 1 leakage investigation. Root cause analysis: sample/s evaluation: received one sample of easypump ii lt 100-50-s-cis without original packaging. As received condition, the complaint sample was unclamped. Discofix and wing cap were not attached to the filling port and patient connector of the sample. Analysis: according to the customer's description, leaking at the filling port and fast flow rate was reported. Upon visual inspection, crack was observed at the filling port of complaint sample. Complaint sample was filled with red dye solution to check for leakage. Leakage was observed from the cracked filling port during the filling process. Crack at the filling port is a known issue and addressed an approved project. Summary of root cause analysis: crack at filling port was detected. Hence, this complaint is confirmed. Sample 2 investigation root cause analysis: received 1 complaint sample without original packaging. The batch number on the bbc (big bottom cap) of the complaint sample is 22n12gea81. The complaint sample was filled with solution and bbc was removed. Leakage was observed at triangle tube to step down tube connection. An approved project had been raised to address triangle tube to step down tube connection leakage issue. Summary of root cause analysis: the complaint sample was leaking at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. Cause: failure in production process.